Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 21:27:03. During night drain cycle four, the patient's ultrafiltration reading was 1652ml, indicating the home patient (hp) drained 1527ml more than their maximum programmed fill volume of 2500ml. No further information was available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The homechoice passed all returned instrument testing evaluation performed. The cause was use error, tidal total ultrafiltration (uf) removal set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.